Event description:
The intracardiac echocardiography catheter stopped displaying ultrasound images via the intracardiac echocardiography catheter ultrasound machine spontaneously. The catheter was exchanged for another catheter, which resolved the issue. There was not any harm caused to the patient due to this incident.